Event description:
A consumer reported that following intraocular lens (iol) implant surgery, his close vision is terrible and "cannot read at all close except in virtually bright sunlight." The consumer also reported "ghost image" at intermediate vision, "distance vision varies between 20/30 and 20/60", and "not enough light for night driving." Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 01/20/2012 and 02/09/2012 by fax, mail and phone. A completed questionaire has not been received. (B)(4).